Manufacturer narrative:
Additional/updated information was added to reflect the device receiving an expanded evaluation. The result of the evaluation was that there the seat tab, where the base frame attaches to the seat, was broken on the left side of the frame somewhere between the weld where it attaches to the base frame and the bolt hole for it to attach to the seat, which confirmed the original complaint issue. However, the underlying cause could not be determined. Additionally, the left caster head tube was scratched and damaged at the end, and the right caster bolt was missing bearings.

Event description:
The provider states the frame is broken in the front of the chair.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the frame is broken in the front of the chair.